Event description:
Implant rupture, underactive thyroid, high cholesterol, weight loss, hiatal hernia, fatigue, swelling of hands/fingers, breast tenderness, swollen neck glands, coldness and pain of extremities, mal-positioned implants too low, granulomatous inflammation, elevated temperatures, colds, upper respiratory infection, not sleeping, depressed, nervous, high creatinine, cholesterol, t4, ria, hyperlipidemia.